Event description:
It was reported by the rep that the (1) lcsk5, (2) 512sd and (2) 355ld were used during a laparoscopic left salpingo-oophorectomy procedure. It was reported that the surgeon inserted the trocars and established pneumoperitoneum. The trocar was changed out from a 5mm to a 12mm. The case was thought to be uneventful. There were no recognized complications during the procedure. On the first post-op day, the pt was tachycardiac, anemic and had abdominal tenderness. The pt was transferred on post-op day 1. On post-op day 2 the pt seemed better. On post-op day 3 pt developed a respiratory insuffiency. The pt was given antibiotics and a chest tube was placed. The pt developed pneumonia and a fever. The pt was brought back to the operating room and a general surgeon recognized a 5-6mm perforation of the bowel and repaired the perforation. The pt was discharged 35 days later.